Event description:
During evaluation of a returned homechoice pro device, the product analysis laboratory found the accompanying homechoice automated pd set had a hole in the cassette membrane. There was patient involvement but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set in reference to the report of damaged. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with a leak noted. During visual inspection, a cut/slice was noted along the rib on the sheeting. This report for damaged was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the lot number was unknown; therefore no batch review could be performed. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).